Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve d, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 no longer met specifications for optical properties and no contact force was displayed. Further investigation revealed optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the deformation of the tip assembly remains unknown.

Event description:
Related manufacturing reference: 3005334138-2024-00372. During a premature ventricular contractions procedure, optical issues with the catheter resulted in a procedural delay. While at the vascular access step, it was noted that the ablation catheter would not display pressure information on the ensite x dws, an error message showed, -- g contact force data in purple was displayed. The catheter was reconnected multiple times, the tactisys was restarted, the catheter preset was reloaded and the study was restarted, all with no resolution. The same issue occurred with the second catheter. The catheter was exchanged for a third which resolved the issue and the procedure was completed with no adverse consequences to the patient.